Event description:
Boston scientific received information this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The code was noted during a pre-implant device check. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. It was confirmed that a code 1003 had been declared due to a battery voltage of 3.019 volts (expected voltage for a device in storage mode is 3.025 volts). It was discovered the temperature (in the area where the device was kept) the day before the code was declared was 10.7 degrees fahrenheit and on the day the code was declared, the temperature was recorded at 35 degrees fahrenheit. The device voltage directly corresponds to the temperature the device was subjected to. The device battery voltage progressively recovered as the temperature increased. It was concluded that the code 1003 reported in the field was due to a temporary low voltage the device experienced due to the low temperatures the device was subjected to. Additionally, during device analysis, a slightly leaky low voltage capacitor was identified. The leakage was not significant enough to have caused the code 1003 that was reported in the field.

Manufacturer narrative:
(B)(4). The device is currently undergoing analysis. When additional information becomes available, this report will be updated.